Event description:
Pt had device implanted in 1982. Pt had poor vision and migraine four days out of seven for a while after implantation. The problems were on the left side where the device was implanted. Pt was informed about 8 years ago that the product was recalled. They later on suffered pain at the jaw and was unable to chew. They saw a specialist who recommended an x-ray where it was discovered that there was a hole in their cranium made by the device. There were fragments of the device as well. The device was explanted in 2003 and a wilkes k-wire reimplanted.